Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. It was reported that during the scope cleaning, the dual-end hedgehog brush broke, with the channel end snapping off during brushing and becoming lodged in the scope. There were no reported patient complications as a result of this event.